Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results for patient samples tested on the architect c4000 analyzer. The ict module was recalibrated to resolve the issue. The customer's normal range is 135 - 145 mmol/l. The following data was provided: (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
Component code: g03001. A review of tickets determined that there is normal complaint activity for the ict reference solution. Trending review determined no adverse or non-statistical trend for falsely elevated results for the product. Returns were not available. File sample analysis was not performed as the issue appears to be specific to the patient sample and/or assay calibration. After recalibration of the ict module, normal patient results were generated and quality control (qc) results were within expected ranges. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.